Event description:
"The radiopaque thread in the gauze where loose and came out".

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, the radiopaque thread in the gauze where loose and came out during a procedure. It was reported that there was no harm to the patient or procedure. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.